Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the device inspection results by the service department of olympus medical systems india private limited, there was the possibility that the reported phenomenon was attributed to the following causes. Unexpected stress was applied to the cable by the user's handling and the failure of the cable unit.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that the endoscopic image was flickering during preparation for use. Then, olympus inspected the device at the service department of olympus medical systems india private limited and found the endoscopic image disappeared and was flickering due to the defect of the cable unit. It was also found that the charge coupled device (ccd) was defective. The coupler was not received with the camera head, so the rest of the ccd may be stuck in the coupler. Water-resistant cap was scratched. There was no report of patient injury associated with this event.